Manufacturer narrative:
Device analysis: one level 1 trauma fast flow system was returned for analysis. To test the device, water was added to the water tank, the temperature check was attached and the filter and powered on the device. The pressure gauge was plugged in. The issue was unable to be duplicated as the compressor reading from the pressure gauge is within spec at 5.6 psi and the customer did not send in cuffs to test.

Event description:
Additional information received indicated that the customer noted that the reported issue occurred during use with patient. They claimed the flow was running slow. There was no alarms and no clinical injury. There was also no known medical intervention. Customer added that everything was tested with kit, and pressure bags were also verified to be within range.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system was infusing slowly. No patient injury or complications were reported in relation to this event.